Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker recorded an episode with fast ventricular rates and functional under sensing due to atrial blank period after ventricular sense at minimum value. They recommended going to automatic gain control and reprogramming blanking period value to a lower one with an additional device feature called smart. The pacemaker remains in service at this time. No adverse patient effects were reported.